Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no report of pt involvement. The unit was returned to the mfg site for investigation. The unit was tested, and the output was found to be high to spec. During the investigation, it was noted that there was a fault with the rotary valve. Investigation of the valve and valve plate determined that it was subjected to scratching of its sealing face. A small piece of foreign material was also found, the source of which could not be determined. Assembly procedures are in place to help prevent particulate contamination.